Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced congestive heart failure. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 95% stenosed, 3.5mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 3.5 x 20mm promus element stent. Post dilation was performed. Residual stenosis was 9%. The patient was discharged the same day on aspirin and clopidogrel. In (B)(6) 2012, the patient was hospitalized due to hypoglycemia and possible congestive heart failure. Per the consultation report by the physician, the patient had been seen the previous week with new-onset atrial fibrillation and pedal edema and was treated with medication. The physician diagnosed congestive heart failure with poor ventricular function, possible from the atrial fibrillation. The physician couldn't exclude silent ischemia and a silent infarct form of the patient's lad intervention two to three years ago. Acute coronary event was very doubtful. The congestive heart failure was treated medically. The patient was also treated medically for community-acquired pneumonia during this hospitalization. In (B)(6), the patient was discharged on aspirin nad clopidogrel.